Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. Product was received but could not be investigated for this allegation. Confirmation of the allegation and a root/probable cause could not be determined. No injury or medical intervention was reported.